Event description:
It was reported by the patient within a month post implant that they have pain, feeling pinching in the pocket with position changes, feels change in heart rate at times and shortness of breath with talking. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).